Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600mg/dl with moderate ketones and went to the emergency room (ER); cause was undetermined. Customer was treated with intravenous saline and insulin via the pump and was released from the ER 7 hours later in ¿stable¿ condition with a bg of 236 mg/dl. Additionally, unrelated to the elevated blood glucose, a data error alert occurred indicating a data log corruption. Tandem technical support informed the customer that insulin delivery was unaffected by this alert. The customer continued to use pump for insulin therapy.